Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02398. It was reported that noise was observed on the atrial lead. Patient was asymptomatic and in good condition. The lead was capped, and a new atrial lead was implanted on (B)(6) 2020. During the procedure, rf telemetry timed out. Upon re-interrogation, battery estimate dropped from approximately 4 years to eri (date of eri before implant, (B)(6) 2013). The battery voltage was still at above eri both prior and during battery estimate anomaly. The eri indicator was reset, and the estimate went back to approximately 4 years.